Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the glass penetrate the users skin? Yes. What was done to treat the shard penetration? A band-aid was applied. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? No information. What is the lot number and product code? Lot#: no information.

Event description:
It was reported that the surgeon performed a spinal/backbone surgical procedure on (B)(6) 2016 and topical skin adhesive was used on the patient. During the procedure, a broken glass of the ampule came out and it hurt the finger of the surgeon. There was no medical/surgical intervention required and a band-aid was applied. There were no patient consequences reported.